Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that another company's 2.5 x 24 stent was deployed in the distal rca and a dissection occurred distal to the stent. A mini vision stent delivery system (sds) was delivered for a bail-out; however, it would not cross the lesion due to a resistance between the tip of the sds catheter and the deployed stent. The catheter was removed out of the patient and the stent had moved on the balloon from where it had been crimped. The dissection was bailed out with only ballooning and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusion summation - product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including, morphology, disease, pre-dilatation, size selection, interactions with other devices. Factors that can affect stent movement include, improper crimping, positive pressure during prep, negative pressure during removal, forced sheath removal, handling, or interaction with other devices, anatomy or previously implanted stents. The IFU states, when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. The failure appears to be related to circumstances of the procedure and not a product quality deficiency.